Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5075883, model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.